Event description:
Reportedly, the valve was explanted and the valve was implanted as a replacement. No further details were provided. The device will be not returned (discarded).

Event description:
This report is for the first of two devices. Refer to associated manufacture report 300599803-2010-01514 for a description of the second device. It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a cystoscopy procedure. According to the complainant, during the procedure, the balloon ruptured. The physician used a second balloon and the balloon ruptured. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "stable".

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Information was received through our implant patient registry. No additional information is available. This was determined reportable per edwards lifesciences procedures. The DHR review has been started.